Event description:
The facility reported a colleague infusion pump with a "failed flow test" during biomedical testing. Additional information received revealed that this referred to an overinfusion which occurred during testing. No pt injury or medical intervention was associated with this event.

Manufacturer narrative:
The reported condition of a failed flow test (overinfusion) could not be confirmed during device evaluation. The pump was tested and returned to the customer within specification.